Event description:
Intraoperative device diagnostic testing during generator replacement surgery resulted in high lead impedance reading indicating possible device malfunction. The high lead impedance test result was obtained after the replacement generator was connected to the original lead. Further follow-up revealed that device diagnostic testing performed approximately four months prior to revision surgery also resulted in high lead impedance reading (dc-dc code 7 and limit) indicating possible device malfunction prior to the revision surgery. The explanting surgeon reportedly noted a fracture in the lead at the time of revision surgery. Treating physician was not aware of any recent injury or trauma experienced by the patient that may have damaged the ncp system. Both the lead and generator were replaced.